Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One retaining square ratchet (item # rsr) was returned for investigation. Visual inspection of the as returned product identified no visible signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that it slipped when subjected to torque as reported. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report expiration is n/a. UDI is n/a. Device lot provided. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ratchet wrench was slipping during surgery. The patient will have to return for new implant placement.